Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.

Manufacturer narrative:
Update sections d10, h3, and h6.  The ultra delivery system was returned to edwards lifesciences for evaluation.  Visual inspection was performed and the following was observed:  balloon burst partially radial and longitudinal with no apparent missing materials; the delivery system with burst balloon remains inserted through the sheath.  Due to the nature of this complaint, no functional testing was performed.  Dimensional analysis was performed and the balloon single thickness was measured and all measurements met specification. The complaint for balloon burst and delivery system withdrawal difficulty through sheath were confirmed based on the review of imagery provided and through visual inspection of the returned device.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  A review of the imagery provided revealed the following: after removal, balloon lumen is full of blood and pushing up against the tip of the sheath; the balloon burst after approximately 5-7 seconds of inflation; valve deployed approximately 80-90% of complete deployment with a noticeable fishbone shape of the valve frame; balloon appears to be burst near proximal end, as distal portion of balloon has remaining fluid after burst; it appears that there is a potential annular calcification near the proximal end of the balloon.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. The delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis.  All inspections passed specifications for lot release.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints for balloon burst, and one additional similar complaint for delivery system withdrawal difficulty through sheath. A complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. The complaint for balloon burst and delivery system withdrawal difficulty through sheath were confirmed based on the review of imagery provided.  A review of the DHR, lot history, and complaint history, revealed no indication that a manufacturing nonconformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. The burst appears to be on the proximal shoulder of the balloon, as evidenced by the remaining fluid present near the distal portion of the balloon after burst. It appears that potential calcification was present in the annular per the provided procedural cine, however, without any other imagery or patient information, this cannot be confirmed. Patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is also possible that the balloon burst resulted in an increase in the balloon profile that could have hindered the delivery system from re-entering the sheath. The distal portion of the balloon remaining out of the sheath after withdrawal seen in the evaluation indicates that the distal part of the balloon caught on the sheath tip. As a portion of the balloon got caught in the sheath tip, it is likely that the delivery system experienced high retrieval forces when attempting to enter the sheath.  A definitive root cause is unable to be determined, however available information suggests patient factors (annular calcification) and procedural factors (retrieval of a burst balloon) may have contributed to the reported event.  Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. However, per management¿s discretion, a pra and a CAPA was previously initiated to address ultra balloon burst and retrieval issues.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a tavr with a 29 mm sapien 3 valve in the aortic position via transfemoral approach, during slow inflation upon deployment, the balloon burst. Withdrawal difficulties through the sheath was noted and an additional vascular procedure was needed to repair the femoral artery. The valve was post dilated with a separate 28mm balloon to fully open the valve. The patient is in stable condition.